Event description:
During use of the device for a cardiopulmonary bypass procedure, the user was unable to establish communication to the software during long cases and was not functioning as expected. The user was able to manually enter data for the remainder of the procedure. The user attempted to remedy the issue by performing a shutdown and re-boot, but the same problem occurred. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.